Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could cause a misinterpretation of results. The meter has lines on the screen in the results field. The customer reset the meter, but the lines remained. There was no actual misinterpretation of the results.